Event description:
It was reported the footend weldment was broken which resulted in the siderail being unable to latch in the up position.

Manufacturer narrative:
Footend weldment: the user facility ordered replacement components prior to eval by stryker.